Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-15171, 2015691-2020-15183, 2015691-2020-15188, 2015691-2020-15190, 2015691-2020-15175, and 2015691-2020-15193.

Manufacturer narrative:
This is one of seven manufacturer reports being submitted for this case. Citation: okuno, taishi, et al. "Impact of left ventricular outflow tract calcification on procedural outcomes after transcatheter aortic valve replacement." Cardiovascular interventions 13.15 (2020): 1789-1799. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided the cause of the annular rupture is unknown but may be related to the mechanisms above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, a review of the medical article: "impact of left ventricular outflow tract calcification on procedural outcomes after transcatheter aortic valve replacement" was performed. All patients underwent tavr between august 2007 and june 2018. During this study period, balloon-expandable valves: sapien, sapien xt and sapien 3 were used and tavr was performed via transfemoral approach. A 23mm sapien 3 valve was implanted and there was an annular rupture which was managed conservatively. The patient died in-hospital of unknown causes. Of note, no post-dilation was performed.